Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device is not available. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
The article reported one patient (case #4) underwent a mechanical thrombectomy with the subject retriever and aspiration for a thrombus located at the basilar terminus artery. A total of 2 passes were performed and revascularization was achieved after 38 minutes and the procedure was completed. An unspecified time later, the patient's condition did not improve and the patient died. No further information available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown.

Event description:
The article reported one patient ((B)(4) table 1 & 2) underwent a mechanical thrombectomy with the subject retriever and aspiration for a thrombus located at the basilar terminus artery. A total of 2 passes were performed and revascularization was achieved after 38 minutes and the procedure was completed. An unspecified time later, the patient's condition did not improve and the patient died. No further information available.